Event description:
It was reported that the user programmed the insulin infusion using the guardrails drug library and selected "insulin" profile. However, the patient reportedly received the insulin at a rate of 80ml/hr. Instead of the intended rate of 8ml/hr. Per report, the user claims that they selected the profile with concentration "100unit/100ml." Hospital staff attempted to recreate the programming as told by the user, but unable to proceed as the pump would not accept the rate of 80ml/hr. (Triggering the guardrails max limit). The customer reported that their hospital's guardrails drug library has 2 profiles for insulin (different concentrations): 100unit/100ml and 100unit/1,000ml. The event occurred on 20 january 2024 between 0625 and 0659. Due to the event, the patient reportedly developed hypoglycemia and hypokalemia. Per report, the patient looked "drowsy, cold and clammy" and the results of repeat lab tests were "vbg hgt (blood glucose) = 2.6 (mmol/l), potassium 2.6." The emergency physician was notified and ordered to administer d50-50 IV (dextrose 50% 50ml IV). No intervention was ordered for the potassium level. Patient's spo2 90% and was given oxygen via nasal cannula.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the user programmed the insulin infusion using the guardrails drug library and selected "insulin" profile. However, the patient reportedly received the insulin at a rate of 80ml/hr. Instead of the intended rate of 8ml/hr. Per report, the user claims that they selected the profile with concentration "100unit/100ml." Hospital staff attempted to recreate the programming as told by the user, but unable to proceed as the pump would not accept the rate of 80ml/hr. (Triggering the guardrails max limit). The customer reported that their hospital's guardrails drug library has 2 profiles for insulin (different concentrations): 100unit/100ml and 100unit/1,000ml. The event occurred on (B)(6) 2024 between 0625 and 0659. Due to the event, the patient reportedly developed hypoglycemia and hypokalemia. Per report, the patient looked "drowsy, cold and clammy" and the results of repeat lab tests were "vbg hgt (blood glucose) = 2.6 (mmol/l), potassium 2.6." The emergency physician was notified and ordered to administer d50-50 IV (dextrose 50% 50ml IV). No intervention was ordered for the potassium level. Patient's spo2 90% and was given oxygen via nasal cannula.